Event description:
A current patient of mine mrs. Pt, had bilateral hyperopic lasik by dr. (B) (6), using the nidek excimer laser before it was FDA approved for hyperopic treatment. As a result, she suffers from irregular astigmatism and blurred vision.